Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode due to oversensing of noise on the ventricular channel with pacing inhibition observed. This resulted in the minute ventilation (mv) feature being automatically disabled. A lead assessment with a programmer was recommended. The device and right ventricular (rv) lead remain in service. No additional adverse patient effects were reported.